Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c creatinine2 result for one patient. The result did not match the patient's history so the sample was repeated with lower results.the following data was provided: sid (B)(6), initial result = 2.14 mg/dl, repeat results = 0.82-0.84 mg/dl there was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity c creatinine2 result for one patient. The result did not match the patient's history so the sample was repeated with lower results.the following data was provided: sid (B)(6), initial result = 2.14 mg/dl repeat results = 0.82-0.84 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected alinity c processing module, serial number (B)(6) and found the cuvette washer assembly leaking. The issue was resolved by replacing the peristaltic head tubing. No additional result issues have been documented since the service activity. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the peristaltic head tubing did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the peristaltic head tubing was identified.